Event description:
According to the reporter, during the laparoscopic bariatric procedure the used device racked at the beginning of the intervention. The handle was not able to fire and it made a cracking noise. The patient is alive and has no injury. No additional information given.